Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a crack in case. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.